Event description:
While performing electrohydrolic lithotripsy, a 3 fr probe disintegrated in the patient's ureter. Some of the metal pieces scattered and perforated the ureter. A stent was placed in the ureter. The recommended setting on the electrohydraulic lithotripter is 65 and the hospital had the unit set at 67.